Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during the manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization treatment, two-thirds of the coil packed inside the aneurysm prematurely detached while the other one-third remained inside the microcatheter. The coil hydrogel activated five minutes later which allowed the coil and microcatheter to be removed together from the patient successfully. Upon removal, the coil appeared stretched at the proximal end. The procedure was successfully completed. There was no adverse impact to the patient.

Event description:
See h.10.

Manufacturer narrative:
The investigation of the returned coil system found the implant returned separated from the pusher with severely stretched coils at the proximal section. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e., stuck on previously implanted coils or the tip of the microcatheter). The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.